Manufacturer narrative:
(B)(4). Date sent: 8/8/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # c9dd0u investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 5bb device was received with the end effector parts inside of a plastic bag. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device fell apart. Unknown how the case was completed. No patient consequences reported.